Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed false upstream occlusion during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "false upstream occlusion occurrence" was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. This was a field repair completed by a baxter technician. The field technician completed the inspection of the device but the device was not returned for service evaluation. Should additional relevant information become available, a supplemental report will be submitted.